Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump¿s auto off alarm is set for 11 hours, but goes off 3 hours after a bolus. The reporter further alleged the last bolus delivered is not reflected in the bolus history. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged auto off and history issue remained unresolved after troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.